Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier e16419.vck.rim. Age and date of birth unknown / not provided.

Event description:
It was reported that at uncovery, severe bone loss around implant was noted. The implant was removed and site was bone grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failure (bone loss) since it¿s a medical condition. Measurements were taken and a comparison to production drawings determined that the device was within design specifications when it left zimmer biomet. The reported device had been implanted on an unknown tooth location for approximately 3 months. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant was removed due to bone loss. The product was returned but the reported complaint could not be verified since it is a medical conditions and no x-ray or picture images were available. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.